Event description:
It was reported that during an unknown time the back-and-forth mechanism was defective. It damages the graft and does not allow it to be moved backward (the handle). Patient impact is unknown. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in belgium. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.